Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen 100 mcg/ml (dose 245.21 mcg/day), fentanyl 500 mcg/ml (dose 245.21 mcg/day), clonidine 500 mcg/ml (dose 49 mcg/day), and dilaudid 20 mg/ml (dose 9.808 mg/day) via an implanted pump. The type of baclofen and lot number were unknown. Indications for use were listed as non-malignant pain and failed back surgery syndrome. The event date was (B)(6) 2016. The patient heard a beep from the pump and she went through withdrawal symptoms. The patient was vomiting and was sick all weekend. It was noted she was not getting medication. The pump was checked and ¿the battery was not working.¿ the patient scheduled for a pump replacement on (B)(6) 2016 and wanted help getting the neurosurgeon to push up the schedule date. The pump was not running at this time. The patient was on oral medication until the pump was replaced. She was taking 4 mg of dilaudid every four hours. The oral medication was not helping with the pain and she was feeling side effect s from the oral medications. She was also still having withdrawal symptoms. Drug information (type and lot number of baclofen), other medications the patient was taking at the time of the event, pertinent medical history, if there was a device or patient/therapy issue, specific symptoms associated with the withdrawal, troubleshooting/diagnostics performed, the cause of the alarm and withdrawal, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.